Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is a failed mixing pump. Confirmed was getting an alert 113 (reduced water temp control). Patient temperature (pt) was 38.5c, targeted temperature (tt) was 36.7c, water temperature (wt) was 25.5c, flow rate (fr) was 3.5lpm. Guided to system diagnostics showed that the system hours were 3326, pump hours were 2831, chiller temperature (t4) was 9.2c, mixing pump command (mpc) was 100 percentage. Advised this device would need to go to biomed for repair. Per follow up information received via task on 19mar2026, spoke with biomed who confirmed receipt of the device. They have not tested it at this time, but they suspect a mixing pump failure and need to discuss repair options with manager first. Per follow up information received via task on 20mar2026, spoke with biomed who confirmed the mixing pump replacement. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: b, d, f, h . UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient has been cooling for two hours, but the water temperature and patient temperature did not appear to be dropping in an arctic sun device. Confirmed was getting an alert 113 (reduced water temp control). Patient temperature (pt) was 38.5c, targeted temperature (tt) was 36.7c, water temperature (wt) was 25.5c, flow rate (fr) was 3.5lpm. Guided to system diagnostics showed that the system hours were 3326, pump hours were 2831, chiller temperature (t4) was 9.2c, mixing pump command (mpc) was 100 percentage. Advised this device would need to go to biomed for repair. Per follow up information received via task on 19mar2026, spoke with biomed who confirmed receipt of the device. They have not tested it at this time, but they suspect a mixing pump failure and need to discuss repair options with manager first. Per follow up information received via task on 20mar2026, spoke with biomed who confirmed the mixing pump replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient has been cooling for two hours, but the water temperature and patient temperature did not appear to be dropping in an arctic sun device. Confirmed was getting an alert 113 (reduced water temp control). Patient temperature (pt) was 38.5c, targeted temperature (tt) was 36.7c, water temperature (wt) was 25.5c, flow rate (fr) was 3.5lpm. Guided to system diagnostics showed that the system hours were 3326, pump hours were 2831, chiller temperature (t4) was 9.2c, mixing pump command (mpc) was 100 percentage. Advised this device would need to go to biomed for repair. Per follow up information received via task on 19mar2026, spoke with biomed who confirmed receipt of the device. They have not tested it at this time, but they suspect a mixing pump failure and need to discuss repair options with manager first. Per follow up information received via task on 20mar2026, spoke with biomed who confirmed the mixing pump replacement.